Event description:
Medtronic received information that an apollo catheter ruptured with onyx. The patient was undergoing an embolization of the arteriovenous malformation (avm). Vessel tortuosity was normal. The access vessel was the femoral. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU.  Onyx was being injected through the apollo catheter. The apollo was inside the sophia. At a point toward the end of the procedure a larger view was examined at which point onyx was noticed inside the sophia. The apollo had a rupture at some point during the procedure. The rupture was roughly 2 cm inside the sophia. A snare was inserted as an adjunctive option if the apollo broke but the it did not break. The apollo and sophia were both pulled back without incident and no onyx went distally. The catheter leak was in the distal section. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361). As found condition: the apollo micro catheter was returned for analysis within a shipping box; within a paper pouch and within a r esealable plastic biohazard pouch. Visual inspection/damage location details: a luer was found still attached to the apollo hub. No damages or irregularities were found with the apollo micro catheter hub. Solidified onyx was found within the apollo catheter hub. The apollo micro catheter was found separated (cut) at ~29.5cm from the proximal end. The apollo micro catheter was found ruptured ~15.5cm from the distal end with onyx residue found within the rupture. No bends or kinks were found with the apollo catheter body. The apollo tip was already detached from the catheter, and the detached tip was not returned for analysis. Dried onyx was found within the tip hole. Testing/analysis: the apollo micro catheter total and usable length could not be reliably measured as the detachable tip was not returned for analysis. The apollo micro catheter could not be flushed as it was found to be occluded with the onyx.. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture with onyx¿ report was confirmed. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance, or pauses longer than two minutes. However, the cause for the rupture could not be determined. It is likely the onyx became exposed to water, saline or blood causing the onyx to solidify and caused the occlusion. This can occur in the hub, catheter lumen, or the needle used to draw the onyx from the vial. Customer reported vessel tortuosity as normal and devices were prepared and flushed per IFU. Regarding the detachment of the distal tip, as an issue was not reported by the customer, the cause could not be determined. Customer reported no break in the catheter. H6. Coding updated based on analysis results. B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter ruptured with onyx. The patient was undergoing an embolization of the arteriovenous malformation (avm). Vessel tortuosity was normal. The access vessel was the femoral. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU.  Onyx was being injected through the apollo catheter. The apollo was inside the sophia. At a point toward the end of the procedure a larger view was examined at which point onyx was noticed inside the sophia. The apollo had a rupture at some point during the procedure. The rupture was roughly 2 cm inside the sophia. A snare was inserted as an adjunctive option if the apollo broke but the it did not break. The apollo and sophia were both pulled back without incident and no onyx went distally. The catheter leak was in the distal section. No patient symptoms were reported. Additional information received reported resistance was not felt initially during the onyx injection. However, near the end of the injection phase, there was some resistance. There were several pauses during injection to allow for onyx to redirect as appropriate. The injection rate was follow per IFU. The apollo catheter tip was located in the left anterior temporal artery.